Event description:
It has been reported to philips that enable movement was active during system start up and therefore geometry movement was partly available. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that there was an issue with the geometry module. The geometry module has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the mechanical movements were unavailable. The engineer confirmed with the customer that only the bed surface and l-arm can be manually unlocked, and other electric mechanical movements were not possible. The engineer also confirmed that mechanical motion control module button had failed. A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the geo module kit to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.